Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose was unknown. The customer's mother stated that, upon troubleshooting, insulin did exit from the tubing during a fixed prime and the insulin pump did alarm no delivery. Advised the customer to remove the reservoir from the insulin pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing; it was found that insulin did exit the tubing. Insulin also exited during the manual prime. Advised that the insulin pump was working as designed and that the alarm had been caused by an infusion set or reservoir occlusion. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.